Event description:
It was reported that while using a surgical fiber during a prostate procedure, diminished tissue vaporization efficiency was observed at 5,260 joules of use. The fiber was exchanged and the case was continued using a second fiber. At 45,600 joules while using the second fiber, diminished tissue vaporization efficiency was observed; the fiber was again exchange and the case completed using a third fiber. There was no injury reported. This report is for the first fiber used.

Manufacturer narrative:
Fiber analysis: the fiber cap was found to exhibit melting and severe devitrification. Contamination was noted inside the cap, distal to the beveled edge; the heat shrink and fiber jacket proximal to the glue zone were found to be melted. The fiber cap condition would prevent proper fiber functions; likely resulting in a diffuse beam and reduced tissue vaporization efficiency. The substance/contamination observed inside the fiber cap could also cause in a forward firing condition of the side-firing surgical fiber. The most probable root cause of the device failure was determined to be heat accumulation/user handling due to tissue contact and/or technique and anatomica/procedural factors encountered during the procedure, limiting the performance of the fiber.